Event description:
A medtronic representative reported that the surgeon was 4 mm inaccurate posteriorly while navigating in the sinuses during a functional endoscopic sinus surgery (fess) procedure. Tracer technique was used to register the patient and the surgeon felt accurate on the skin of the patient when checking anatomical landmarks. However, the surgeon alleged he was inaccurate with all instruments that were navigated (ostium seeker, curved suction and registration probe) in the sinuses. The surgeon continued to use navigation to complete the case. No impact to the patient outcome was reported.

Manufacturer narrative:
The system archive has been requested for engineering software evaluation, but has not yet been received by the manufacturer.

Manufacturer narrative:
After reviewing the stealth archive, it was determined that the scan does not contain the apex of the head and also that the tracing pattern was on non-rigid areas of the anatomy. A combination of these two errors is what is causing the inaccuracy. The software is functioning as designed.